Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
Patient reported waking up to a leaking cassette while connected to the machine. There was no harm or adverse event reported. Upon follow up with the patient's nurse it was confirmed that there was no medical intervention or adverse event associated with the leak. The patient continues with peritoneal dialysis and has been completing treatments. The disposable product is not available for return.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient reported waking up to a leaking cassette while connected to the machine. There was no harm or adverse event reported. Upon follow up with the patient's nurse it was confirmed that there was no medical intervention or adverse event associated with the leak. The patient continues with peritoneal dialysis and has been completing treatments. The disposable product is not available for return.

Manufacturer narrative:
Device evaluation: one companion samples was returned to the manufacturer for physical evaluation. The actual device was not returned for evaluation. A visual inspection was performed on the sample and no damage was found. A simulated use test was performed on the sample with the cycler machine and no leaks were detected and no moisture was found on the cassette after its removal from the cycler. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation did not reveal a probable cause for the reported event.